Manufacturer narrative:
Investigation in process.

Event description:
It was reported that on (B)(6) 2016 the patient was examined by the physician. At that time it was realized that the eminence had sheared off the poly of the tm monoblock tibia. The patient is scheduled for a revision after (B)(6) 2016.

Manufacturer narrative:
The tm lps monoblock tibia was manufactured, inspected and packaged within established process specifications and found to be compatible with the femoral component that was implanted. The device was implanted for 5 years, 4 months prior to the eminence fracture. Based upon the striated pattern observed on the fractured surface of the tibial eminence as well as the deformation seen on the posterior surface of the tibial eminence, fatigue failure was likely a result of repetitive anterior impingement of the femoral cam against the tibial post and/or wear of the tibial post. Patient obesity may have been a contributing factor in the failure of the device as warned against in the package insert. The tibial eminence fracture is confirmed; however, the root cause for this cannot be determined.

Event description:
It was reported that on (B)(6) 2016 the patient was examined by the physician. At that time it was realized that the eminence had sheared off the poly of the tm monoblock tibia.